Manufacturer narrative:
Patient height reported as (B)(6). Patient exact weight reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experience a right-sided spiral fracture of the femur shaft after falling on (B)(6) 2015. On (B)(6) 2015, the patient present to the hospital with right hip pain, inability to walk and unspecified hardware malfunction.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record reviews were performed for the reported potential lot numbers. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject devices. Sterility documents for sterile devices were found to be conforming. The additional review results are as follows: manufacturing location: (B)(4), manufacturing date: 13-nov-2014, expiration date: 30-jun-2023. Part #: 298.803s, lot#: 7752273 (sterile) - 4.5mm threaded cerclage positioning pin-sterile. Manufacturing location: supplier - (B)(4). Packaged by: (B)(4), manufacturing date: 10-jan-2015, expiration date: 30-nov-2019. Part #: 298.801.01s, lot#: p199027 (sterile) - 1.7mm cable with crimp 750mm -sterile. Manufacturing location: supplier - (B)(4). Packaged by: (B)(4), manufacturing date: 09-jul-2014, expiration date: 28-feb-2023. Part #: 02.221.003s, lot#: p178043 (sterile) - t25/3.5mm hex cerclage button - sterile. Part # 02.221.003s, lot # p187729 (cerclage button) manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: 01-oct-2014, expiration date: 30-jun-2023. Part #: 02.221.003s, lot#: p187729 (sterile) - t25/3.5mm hex cerclage button - sterile. Part # 02.221.003s, lot # p187729 (cerclage button) manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: 08-oct-2014, expiration date: 30-jun-2023, part #: 02.221.003s, lot#: p187729 (sterile) - t25/3.5mm hex cerclage button - sterile. Part # 02.221.003s, lot # p187727 (cerclage button) manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: 02-aug-2014 expiration date: 30-jun-2023. Part #: 02.221.003s, lot#: p187727 (sterile) - t25/3.5mm hex cerclage button - sterile part # 02.221.003s, lot # p187727 (cerclage button) manufacturing location: supplier - (B)(4). Packaged by: (B)(4). Manufacturing date: 01-oct-2014, expiration date: 30-jun-2023. Part #: 02.221.003s, lot#: p187727 (sterile) - t25/3.5mm hex cerclage button - sterile. Part # 298.801.01s, lot # p198018 (cable with crimp) manufacturing location: supplier - (B)(4). Packaged by: (B)(4), lot number was not found in docusphere. Part # 298.801.01s, lot # p199790 (cable with crimp) x 3. Manufacturing location: supplier - (B)(4). Packaged by: (B)(4), manufacturing date: 10-jan-2015 expiration date: 30-nov-2019. 298.801.01s, lot#: p199790 (sterile) - 1.7mm cable with crimp 750mm - sterile. Potential lot number for part # 02.221.003 should be p187729. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, it was noted that patient had a comminuted closed mid to distal shaft right femur fracture with a laterally mildly displaced butterfly fragment that measures approximately 14 cm in length. The fracture is approximately 4.5 cm inferior to the tip of the femoral arthroplasty component. Patient is status post bilateral total hip arthroplasty with cerclage wires around the subtrochanteric region. There is an old right inferior pubic rami fracture. Patient fell on (B)(6) 2015, where husband noted she twisted her right knee and fell to the ground. Patient was in kitchen and slipped, injuring leg. Patient states sharp pain to hip, limited range of motion secondary to pain. Patient did strike her head but denies loc or headache. She cannot bear weight on her left leg. Patient complained of pain in her right hip, right femur and severe pain to the right knee. X-ray findings revealed positive distal femur fracture distal to the prosthetic stem of the right total hip. On x-ray, fracture appears to be below the prosthesis and below the stem. CT scan showed right knee shows a spiral fracture of the femoral shaft. As of (B)(6) 2015, patient is status post right total hip arthroplasty. Mild focal areas of heterotopic ossification superior to the lateral aspect of the femoral mass. There is a lateral plate and screws transfixing the distal right femur. The hardware appears intact. Chronic appearing bone deformity of the right superior and inferior pubic rami is present.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Exam date (B)(6) 2013: (B)(6) 2013 patient fell, landing on lower back and buttock. Difficulty in sciatic notch and pain sitting and crossing leg. Exam date (B)(6) 2013: in (B)(6) 2013 patient fell and had pelvic fracture. Patient fell (B)(6) 2014 by train tracks. Took misstep off an unmarked stair - left hip pain. Exam date (B)(6) 2015: fracture of lateral plate. (B)(6) 2015 exam date noted that plate is out of place, mechanical complication of internal orthopedic device, implant and/or graft. Defect at central portion of plate, hardware dysfunction, pain. Pain noted over right hip and iliac crest. Increasing pain and slight curvature to right leg and difficulty weight bearing. Explanted hardware on (B)(6) 2015 due to broken plate: 13 silver metallic screws, 6 silver metallic wires, metallic plate in 2 pieces and 5 irregular metallic objects.

Manufacturer narrative:
(B)(6). Patient weight is unknown date of event: unknown. This complaint involves the entire construct as it is unknown as to which device(s) broke postoperatively. List of devices in hardware construct: potential brand names: 1.7mm cable with crimp 750mm-sterile. 4.5mm threaded cerclage positioning pin-sterile. T25/3.5mm hex cerclage button-sterile. 4.5mm lcp curved condylar plate 14 holes/314mm-right. 5.0mm periprosthetic locking screw slf-tpng stardrive 10mm, 12mm. 7.3mm cannulated conical screw 70mm. 5.0mm cannulated locking screw 60mm, 55mm, 25mm, 70mm. 5.0mm locking screw slf-tpng with t25 stardrive recess 16mm. 4.5mm cortex screw self-tapping 14mm, 32mm, 42mm. Potential common names: cerclage fixation. Bolt, nut, washer. Appliance, fixation, nail. Screw, fixation, bone. Potential device product codes: jdq. Htn. Ktt. Hwc. Hwc (with additional product codes: hty, jdw, hrs). Ktt (with additional product codes: hrs, hwc). Potential manufacturing location: (B)(4). Unknown potential parts: part 298.801.01s, lot p199790, (B)(4). Part 298.803s, lot 7752273, (B)(4). Part 298.801.01s, lot p199027, (B)(4). Part 02.221.003s, lot p178043, (B)(4). Part 02.221.003s, lot p187728, (B)(4). Part 02.221.003s, lot p187727, (B)(4). Part 298.801.01s, lot p198018, (B)(4). Part 298.801.01s, lot p199790, (B)(4). Part 298.803s, lot 7752273, (B)(4). Part 02.001.324, lot unknown, (B)(4) lot unknown. Part 02.221.510, lot unknown, (B)(4) lot unknown. Part 02.221.512, lot unknown (B)(4)lot unknown. Part 02.207.270, lot unknown, (B)(4) lot unknown. Part 02.205.060, lot unknown, (B)(4) lot unknown. Part 02.205.055, lot # unknown. (B)(4) lot unknown. Part 02.205.025, lot unknown, (B)(4) lot unknown. Part 02.205.070, lot unknown, (B)(4) lot unknown (quantity 2). Part 212.202, lot unknown, (B)(4) lot unknown. Part 212.217, lot unknown, (B)(4) lot unknown. Part 214.814, lot unknown, (B)(4) lot unknown. Part 214.832, lot unknown, (B)(4) lot unknown. Part 214.842, lot unknown, (B)(4) lot unknown. Potential 510k numbers: k992616, k992891, k992617, k041911, k041533, k000066, k000682, k112583. It is unknown if the complainant device(s) is available to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open reduction and internal fixation (orif) of a right periprosthetic femur fracture with a 14-hole distal femoral locking plate. The fracture was fixated distally with locking screws and proximally with unicortical locking screws, wires and cerclage wires on (B)(6) 2015. Intraoperative x-rays were taken on (B)(6) 2015. Patient developed a non-union and broken hardware was noted. The information provided does not indicate which device or devices broke. Patient underwent removal of the broken hardware in its entirety with open reduction and internal fixation of the right femur on (B)(6) 2015. Patient was revised to a synthes distal femoral locking plate, a femoral strut graft allograft was fashioned and placed along the medial cortex. All screws were placed. Cortical screws were placed across the plate through the femur and into the allograft. Five cerclage wires were placed around the plate and the bone graft. An additional two cables were placed proximally to hold the plate around the bone where the total hip prosthesis was. Norian bone cement was placed on all screw holes and allowed to harden. Bone graft was placed on all the areas of fracture with bone putty and cancellous bone chips. Intraoperative x-rays were taken to confirm anatomic reduction of the fracture and appropriate position of the hardware. This complaint involves the entire construct as it is unknown as to which device(s) broke postoperatively. This is report 1 of 1 for (B)(4).